Event description:
Curette for a re-do microdiscectomy however the top piece of the curette broke. X-ray done and broken curette piece removed. Broken curette piece removed. Another broken one not related to this event. 632.534 sn# (B)(6).